Manufacturer narrative:
(B)(4).

Event description:
A pt's pump site had been moved from right to left on (B)(6) 2007. A new catheter was also noted with the following info: 29.9 cm distal, and 128 cm proximal. The reason for the pump relocation was not reported. Refer to MFR report 3007566237201007017 regarding info surrounding the pt's previously reported death.